Event description:
The complainant reported that 26 days after placement of an enteral feeding device, the bumper migrated into the peritoneal cavity. The device was placed a barium study confirmed that the tube had dislodged from the stomach into the peritoneal cavity. The device was removed and replaced with a similar device. It is unk how the device was removed.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the relationship between this device and the cause for this event at this time. A device history review of the two lots shipped to this customer has revealed no anomalies. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.